Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient has been getting low voltage/connect power alarms while connected to the power module at home. Voltage on interrogation on patient¿s home cable showed a voltage of 14.4 and the clinic cable showed a voltage of 15. The patient cable was replaced, and no further alarms reported. It was also found that the patient¿s white (data) cable from home has difficulty screwing into place completely therefore not locking in completely when the patient is on wall power at home. Log file submitted does not contain any low voltage alarms while connected to the power module. The log does contain power cable disconnect alarms on the white cable side, and a few low voltage advisories do appear to occur while the patient was on battery power.

Event description:
It was reported that the alarms and white cable connection issue resolved with the exchange of the patient cable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of voltage fluctuation and power cable disconnect alarms was confirmed via the log file review. The log files spanned approximately 36 days (05feb2020 to 10mar2020 per the timestamp). Although the controller did not alarm, the voltage fluctuated on 01mar2022 from 15:20 to 16:26 while the device was connected to a battery power source. Atypical power cable disconnect alarms intermittently activated on 25mar2022 from 05:43 to 05:52 due to a power cable fault on the white power cable. The alarm resolved shortly after activation and did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including power cable disconnect. No further information was provided. The manufacturer is closing the file on this event.